Manufacturer narrative:
During the requested site visit, the field service engineer (fse) performed multiple troubleshooting procedures, and replaced parts including 2500ul pump, bulk solutions (a-35001280-02) which resolved the issue. A review of the alinity I processing module, serial number ai02344, service history review revealed no additional service tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the alinity I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the part 2500ul pump, bulk solutions revealed no trends or systemic issues. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation contains information for the removal, replacement and verification of the 2500ul pump, bulk solutions. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number ai02344, or 2500ul pump, bulk solutions.

Event description:
The customer observed falsely decreased alinity I total psa on one patient. The results provided were: on 20may2023 sid (B)(6) total psa on ai02344=0.02 ug/l /repeated on ai02344=7.7 ug/l /repeated on ai02575=7.9 ug/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I total psa on one patient. The results provided were: on (B)(6) 2023 sid (B)(6). Total psa on ai02344=0.02 ug/l /repeated on ai02344=7.7 ug/l /repeated on ai02575=7.9 ug/l there was no reported impact to patient management.